Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2023, the patient underwent hto surgery for proximal tibia fracture. With cannulated locking head screw. The surgeon inserted a cannulated locking head screw into the c-hole. Solid locking screws were used for the remaining holes. No artificial bone was used. On (B)(6) 2023, the patient underwent removal surgery. During surgery, the cannulated locking head screw broke when it was removed using a carbide drill. The broken screw was removed, and nothing remained in the patient's body. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant product: unk - screws: locking((part# unknown, lot# unknown, quantity# unknown). This report is for one (1) cann-lockscr ã¸5 l50 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H4, h6 part:04.205.050s lot:9l08413 manufacturing site: werk selzach supplier:früh verpackungstechnik ag release to warehouse date:15 feb 2022 expiration date: 01 feb 2032 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.205.050; non-sterile lot # 605p240; manufacturing site: werk selzach; supplier:(B)(4) release to warehouse date:19 jan 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.